Manufacturer narrative:
The patient underwent bypass surgery to treat a popliteal aneurysm. Due to the presence of a patent popliteal vessel (7-8 mm diameter), the physician attempted embolization via delivery of an imp-07 device. After observing no vessel occlusion, an imp-fx-08 device was delivered to the same target area. Ten minutes after the imp-fx delivery, residual flow was still observed which resulted in several cook coils being used to complete the case. No adverse event to the patient was reported. Note: this form 3500a identifies the first suspected medical device (i.e., imp-07) involved with this case. An additional copy of form 3500a to identify the second suspected medical device (i.e., imp-fx-08) associated with this case. A supplemental report will be filed should additional information be received from the complainant.

Event description:
The patient underwent bypass surgery to treat a popliteal aneurysm. Due to the presence of a patent popliteal vessel (7-8 mm diameter), the physician attempted embolization via delivery of an imp-07 device. After observing no vessel occlusion, an imp-fx-08 device was delivered to the same target area. Ten minutes after the imp-fx delivery, residual flow was still observed which resulted in several cook coils being used to complete the case. No adverse event to the patient was reported.